Event description:
It was reported the pump was used for therapy purposes. The device system was used to deliver baclofen, morphine, bupivacaine, and clonidine. The pump was explanted and replaced. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed high battery resistance.

Manufacturer narrative:
(B)(4).